Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the pump was causing the patient to have headaches and it was explanted. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was reported to be resolved and the patient was alive with no injury. It was noted that the device was discarded and would not be returned for analysis. No further complications have been reported as a result of this event. On 2019-04-03, (hcp, rep): additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that patient's and device identifying information. No further complications have been reported as a result of this event.